Event description:
It was reported that during a routine device replacement procedure, the left ventricular (lv) lead was found to have a cut on the insulation near the connector. The lead had been previously reprogrammed due to low impedances. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that during a routine device replacement procedure, the left ventricular (lv) lead was found to have a cut on the insulation near the connector. The lead had been previously reprogrammed due to low impedances. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary:the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis of the device memory indicated the impedance on the lv (left ventricular) pacing lead was beyond the expected lower range.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)